Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 7 months. The pump remains in use supporting the patient. Approximately 18 inches of the external portion/distal end of the percutaneous lead was returned for evaluation. Visual inspection showed separation of the bend relief from the metal connector. This separation was repaired with rescue tape. Electrical continuity testing did not reveal any discontinuities or shorts. The outer jacket, bionate and shielding was removed to inspect the underlying wires. Visual inspection confirmed damage to the brown wire adjacent to the metal connector. The damage appeared consistent to fatigue damage and as a result, the underlying wire conductors were exposed. The reported speed drops would have occurred as a result of the exposed conductors of the brown wire contacting the shield and shorting to ground while the system was connected to the power module. Review of the submitted log files confirmed low speed operation events. Review of submitted x-rays identified damage to the shielding at the distal end near the metal connector. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted from the clinic due to low speed operation alarms. The patient was asymptomatic. Review of the submitted log file by the manufacturer¿s technical services representative revealed low speed hazard events which only occurred while the lvad was connected to the power module. The submitted x-ray images showed a possible area of concern at the distal end by the metal connector. On 03/17/2016, the manufacturer¿s technical service representative performed an on-site evaluation of the patient¿s percutaneous lead. An electrical continuity test did not reveal any broken wires. An external percutaneous lead replacement was performed by the manufacturer¿s technical services representatives. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. The patient would be monitored for a few hours and then discharged home. No additional information was provided.